Event description:
The customer reported, stated " poor image quality ,it seems a black line appears " involving a bronchofibervideoscope. The issue was found during service /maintenance. There was no patient involvement in this reported event.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.